Manufacturer narrative:
The liberty cycler was returned for evaluation; no non-conformities were found. The unit passed all tests during simulated treatment testing and met specifications. A batch record review was conducted and confirmed there were no deviations or non-conformances. Product labeling, material, and process controls were found to be within specifications. The clinical investigation indicates the device created an alarm/message, as designed to alert the user of a potential problem. Patient did go to the emergency room due cramping and abdominal pain. X-ray and labs done and no other medical interventions. The fmc pharmacovigilance physician concludes the cycler appears to have alarmed appropriately and there was no evidence of a severe injury. This is a retrospective MDR being submitted by fresenius medical care as a remediation action committed to FDA regarding all potential adverse events received between (B)(6) 2011 to (B)(6) 2013.

Event description:
Patient's mother called tech support to report patient/user of the fmc device, is full of air and she will be taking the patient to the ER. She requested tech support assist with checking the alarm history prior to taking her son to the ER. The alarm history indicated there were alarms for air in cassette during drain cycles, patient line blocked, and patient sensors too high warning alarm. During follow up with the patient's peritoneal dialysis rn (pdrn) it was reported the patient went to the ER due to abdominal pain and cramping. An abdominal x-ray was done with a small amount of air detected. Pd catheter placement was checked. No further medical intervention was done.